Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged and decrease in tissue vaporization efficiency was observed at 170,925 joules of use. The procedure was completed using a second fiber. Pt outcome: "ok to pt, no harm."

Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture at the cap output window; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt detritus on the metal cap, devitrification of the glass cap output window, and abrasions on the distal tip of the outer flow tube were also observed. Both caps remain intact and attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.